Event description:
Customer reported an issue with pump screen responsiveness, as the screen was frozen and unresponsive to input. Blood glucose level did not exceed 500 mg/dl, indicating no significant issue. Customer attempted a pump reset following instructions from technical support but could not regain screen functionality, leading to the decision to replace the pump. Technical support arranged to send a replacement pump with updated software. Customer opted for multiple daily injections as a backup therapy and received instructions on returning the faulty pump and using the replacement.